Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and revealed a collapsed septum. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a interlink system non-dehp t-connector extension set had a connection issue. This occurred during set up. It was stated while flushing there was resistance; the septum popped out half way and normal saline leaked form the hole. There was no patient involvement. No additional information is available.